Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2014; 4076-45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that one day post-implant during a device check, there was no capture noted. Lead dislodgement was also noted. The lead was explanted, reimplanted in another vein, and remains in use. No patient complications have been reported as a result of this event.